Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the procedure, the tissue was not sealed. There was a sealing tone and an end tone but several attempts were made still the device failed to seal the tissue. A new device was opened to continue the procedure. No patient injury reported.